Manufacturer narrative:
The device is not available to the manufacture.

Event description:
The patient underwent angioplasty and stent placement using a balloon catheter (subject device) and a stent delivery system to treat a basilar artery (ba) stenosis. Subsequent review of imaging showed a vessel dissection and a subarachnoid hemorrhage. No further information was provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The patient underwent angioplasty and stent placement using a balloon catheter (subject device) and a stent delivery system to treat a basilar artery (ba) stenosis. Subsequent review of imaging showed a vessel dissection and a subarachnoid hemorrhage. No further information was provided.